Event description:
New information received on (B)(6) 2018 revealed the device had been explanted for an unknown reason. No further information or patient consequences were reported.

Event description:
It was reported that the patient presented in-clinic for a device check when an alert was noted for low pacing lead impedance on the left ventricular lead. The patient reported feeling fatigue since the alert had been triggered. Additionally, intermittent loss of capture was noted on the left ventricular lead. The patient was scheduled for a lead revision on (B)(6) 2017. During the procedure, the right ventricular set screw was loose in the pacemaker header, so the physician re-inserted the right ventricular lead pin into the header and tightened the setscrew with no issue. The left ventricular lead was inserted into a pacing system analyzer, and no electrical anomalies or damage was noted. The doctor plugged the left ventricular lead connector pin back into the header of the pacemaker and observed normal electrical measurements. Body fluid was suspected to have caused the low impedance and capture issue on the left ventricular lead. The patient left the operation in stable condition with no complications. No programming changes were made, and the lead revision did not need to be performed.

Event description:
New information available on (B)(6) 2018 states that the device was explanted for user concerns. No further information was reported.

Manufacturer narrative:
The field events of low impedance, loose leads, and loss of capture were not confirmed. Bench testing was performed and the device was found to be normal. All device functions were seen to be normal. No device anomaly was found.